Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-maze procedure, the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-maze procedure, the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.